Event description:
On (B)(6) 2011, patient reported that he experienced several kinked infusion cannulas and that insulin leaked from underneath the infusion set adhesive. This occurred during the previous month. Patient does not use the infusion set insertion device. He reviewed his insertion technique with a clinical trainer, but the issue continued. Blood glucose elevated as high as 450 mg/dl as a result, and normal blood glucose is 130 mg/dl. Patient would remove the headset and notice the cannula was bent or kinked. He would then feel insulin underneath the adhesive. Patient would insert a new headset and bolus through the infusion device to reduce his blood glucose. Infusion sets were requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.